Manufacturer narrative:
Information was received via published literature. (B)(4). This report will be amended when our investigation is complete.

Event description:
It is reported that radiolucencies of less than 1mm were seen by gruen zone on the ap x-ray of unstable femoral components. In zone 1: 10 hips, zone 2: 6 hips, zone 3: 8 hips, zone 4: 10 hips, zone 5: 12 hips, zone 6: 11 hips, and zone 7: 11 hips.